Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was observed to be stretched, flattened, and torn, resulting in a failure of the fluid path. The exact timing and cause of this damage could not be determined, therefore it could not be determined if this damage to the exposed portion of the soft cannula contributed to the reported not sure delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 350 mg/dl while wearing the pod between 36 and 48 hours.